Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. A product sample was returned for evaluation. Visual and functional testing was performed. The device had fluid ingression was visible on downstream occlusion sensor seal. The event history log (ehl) showed high alarm displayed: cassette not attached properly, and high alarm silenced: cassette not attached properly alarms. The downstream occlusion sensor will be replaced. The reported issue was confirmed from review of the ehl. The root cause of the issue was unable to be determined.

Event description:
It was reported that the device was alarming "cassette not attached properly" when latch is in closed position. This was an out of box issue noted. There were no reports of patient injury.